Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8336-50, serial: (B)(4), batch: 7042181.

Event description:
It was reported that the patient was experiencing upper back pain and a non-device related headache since having a surgery. It was stated that the patient had headaches even if the stimulation was turned off. The patient underwent and explant procedure wherein all devices were removed and will not be returned.